Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer blood glucose was unknown mg/dl. Customer is calling back after receiving a new battery cap. The customer was advised to insert new aaa alkaline battery. Customer stated the display did not return. Customer will call us back after he gets a new battery to try.